Event description:
It was reported that there is rust on the medullary reamer head. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. An investigation of the medullary cavity drill heads has confirmed traces of rust. The rust is easily removed by the mechanical means. The noted deposits are indicative of contact corrosion. These are normal signs of wear and tear. No product defect was established. Manufacturing documents were reviewed and no complaint related issues were found. Placeholder.